Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was clotting/micro clots/fibrin clots and red cell hang up in 13 tubes. The following information was provided by the initial reporter: observation of fibrin in tubes. Fibrin residues were observed in our sst ii tube. Due to this situation, the probes of the devices are clogged with fibrin.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 30-oct-2023. H6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hang up was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of fibrin and red cell hang up was not observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and red cell hang up based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). 21/3. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was clotting/micro clots/fibrin clots and red cell hang up in 13 tubes. The following information was provided by the initial reporter: observation of fibrin in tubes. Fibrin residues were observed in our sst ii tube. Due to this situation, the probes of the devices are clogged with fibrin.